Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling irritable and tired from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. The customer also declined to perform the high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer's blood glucose was 268 mg/dl at the time of the call. The customer declined to return the insulin pump for analysis.